Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the lift slowly lowers when there is weight in it.